Manufacturer narrative:
Product ID: 3487a-45, lot# v000047, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead; product ID: 3487a-45, lot# v005051, implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (B)(4) 2018. It was reported the representative read the impedances before the case. Some were high, out of range (oor). One electrode on her left was greater than 10,000, several on the right lead (6 of 8) were greater than 10,000. The healthcare provider (hcp) wanted to disconnect at extension site to see if the leads were the problem, or the extensions. They were the leads. They used a snap lid cable in the or. They switched lead placement in cable and it was the same result, definitely with the leads. The hcp removed them (B)(4) 2018. The next plan was to do a paddle instead of percutaneous leads, 90cm direct connect to ins. The leads and extensions were explanted. While positioning the new paddle lead, patient had complications on the table and they made an announcement that they were aborting the case. The patient only has the ins left. The patient was scheduled to see the hcp (B)(6) 2018 to decide if they are going to finish the case or just do a complete explant. The leads were not returned, nor will they be. There were no known falls or accidents that could have contributed to the impedance issue. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4). All codes apply to the lead (3887a-45) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was feeling soreness/pain in their back where the extensions were. The rep met with the patient to check impedances and found that the one of the leads was out-of-range (oor). The patient lost coverage in their back and could only feel stim in their leg. The patient had another appointment scheduled with their neurosurgeon on (B)(6) 2018 to address the issue, and potentially set a surgery date to fix it. Follow-up was scheduled for the day of the appointment. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that the patient's surgery was scheduled for (B)(6)2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was getting a brand new system, a surgical lead and ins battery on friday (B)(6) 2018. No further complications were reported/anticipated.